Event description:
It was reported the patient's blood glucose (bg) level rose to 290 mg/dl between 24 and 36 hours of wearing the pod. The patient could not correct the bg levels and therefore deactivated the pod. Upon removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.